Event description:
The customer reported that the system's hard drive had incorrect images in the directory. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced and the software and calibration files were reloaded. Pt thumbnail directory images were retrieved. The system was tested and found to be working as intended and put back into service.